Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump were not responding and the customer was unable to clear the error alarm. Customer's blood glucose reading at the time of the call was 11 mmol/l. No further information reported.

Manufacturer narrative:
No button error alarm noted during testing. Unit had bolus express and down unresponsive buttons due to corroded keypad traces. Unable to perform self-test, unexpected restart error test and displacement test or verify unexpected restart alarm due to unresponsive button.